Event description:
It was reported that stent damage occurred.after a non bsc delivery catheter crossed the lesion, a 38 x 3.00mm promus premier¿ stent was advanced but could not cross the lesion. The stent was removed from the patient and it was noted that the proximal edge of the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. No issues were noted with the profile of the devices tip. The stent was damaged. The struts on the most proximal row were slightly raised. This damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. After a non bsc delivery catheter crossed the lesion, a 38 x 3.00mm promus premier¿ stent was advanced but could not cross the lesion. The stent was removed from the patient and it was noted that the proximal edge of the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).